Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced change in therapy with the following symptoms: lethargy, unable to sleep at night and he had "extreme energy" at night. The patient had not slept in "5 days", also reported being "drowsy" during the day. The symptoms were noted during a normal refill cycle and this was the first occurrence. The patient's status was fair. The patient had an appointment in (B)(6) 2010 to see primary care provider; he had not called the hcp who managed the pump. It was later reported by the hcp that the patient experienced spasms and autonomic dysreflexia due to a catheter fracture. The catheter was replaced. The reporter indicated that the patient recovered from this non-serious injury/illness without sequela. The pump was used to deliver lioresal. No information was provided regarding the reported event above.